Event description:
Device 1 of 4. Ref MFR report: 1627487-2012-03586, and 1627487-2012-03587, 1627487-2012-03588. The pt reported her scs system was explanted due to a staph infection. The pt also reported that after the infection cleared, she was implanted with a new scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.